Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize te connection) has been confirmed. Upon investigation, the monitor failed incoming testing. The cause for the failure was isolated to oxidation on pca connectors j1000, j1002aa and j1003aa. Oxidation build-up on the connectors increased the resistance, causing the test failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor does not recognize the therapy electrode connection.